Event description:
Customer reported that the patient was admitted to hospital for "aplastic anemia". When admitted, the patient had indentured PICC catheter, and the pipeline was unobstructed. The infusion treatment was performed at 9:00 on (B)(6) 2023. During the catheterization before the use of the catheter, nurse inspected the peripheral intubation central venous catheter: the appearance was intact and there was no damage. When the pulse was pushed in, it was found that the transparent tube of the accessory part of the PICC catheter bulked up after saline injection. The catheter was easily broken, so the use was stopped immediately, and the nurse replaced it with a new one, which did not affect the patient. No patient harm reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.